Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? [Patients with a tumor located in rectum.] Did the patient receive any preoperative chemotherapy or radiation? [No.] What healthcare professional fired the device and what is his/her experience with the device? [Dr. (B)(6) was responsible to fire the device. He was an experienced cdh user.] Were there any issues experienced with the device or staple form in the initial surgical procedure? [During intra-op, everything were smooth in the anastomosis steps. A green checkmark was illuminated in the stapler. A leak test was performed and no evidence shows there was any leakage in the anastomosis.] Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? [The green gap setting scale was located mid-way between middle marking and smallest staple height setting (expected a low-b staple setting)] did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? [Yes. They did wait for 15 seconds at the above green gap setting prior to firing.] Were there any issues with device use/firing? [It was smooth and no issue with device use/firing.] What confirmation was received that the device completed the firing sequence? [When firing, an audible sound was heard from the breakaway washer in the anvil. A green checkmark was illuminated also in the device to indicate a complete firing. After the device is removed from patient, both the distal and proximal donuts were examined and they were both intact.] Was the green checkmark visible at the end of the firing? [Yes.] How may counter-clockwise revolutions of the adjusting knob were used to open the device? [As suggested by the IFU, 2 counter-clockwise revolutions were turned to open the device.] Was there any difficulty removing the device? [No, it was smooth.] Was a complete transection of the white breakaway washer visually confirmed? [Yes. The breakaways washer was visible inside the stapler housing.] Were the donuts inspected? If so, please describe. [Yes. Both distal and proximal donuts were intact.] Was the staple line visualized transanally in the initial surgery? [No. They didn¿t do a colonoscopy during intra-op.] Why did the patient have a colonoscopy and air leak test on postoperative day 3? [The patient still had a fever on day3, they decided to investigate if there is any problem in the anastomosis.] What was the reason for the stoma created on day 3? [The location of tumor is quite low, and to promote healing in the anastomotic site, they decided to create a stoma.] What was done to address the anastomotic leak identified on day 11? [Patient re-entered ot and sutures were used to re-enforce the anastomosis site.] Are photos available of the malformed staples? If not, can more information be provided on the shape of the staples and specific locations of the improperly formed staples along the circular anastomosis? [Photos are not available. They didn¿t mentioned how the staples are look like.] Will the stoma be reversed? [It is not sure yet. As the patient is still not discharged yet.] What is the current status of the patient? [Patient not discharged yet.]

Event description:
It was reported that two surgeons did a lap anterior resection surgery on (B)(6) 2019. Our circular stapler cdh29p was used to create anastomosis of the colon and rectum. A leak test was performed by pumping air into the rectum using bladder syringe, no evidence of leak is observed. On day 3 post-op, a colonoscopy is performed together with air leak test. There was no sign of anastomotic leak. Dr. C suspect there is bleeding inside the patient but confirmed not in the stapler line. A stoma is created. On day 5, patient still has a fever. Has fever on day 8. On day 11, another colonoscopy is performed. Dr. (B)(6) discovered that 2/3 of the staples are malformed, the staple legs are exposed with obvious anastomotic leak occurred.